Event description:
It was reported that during unruptured acom procedure, the balloon (subject device) didn't dilate inside the patient's body and when removed and dilate outside the body, the balloon (subject device) was filled with blood. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject balloon catheter was returned with a non-stryker guidewire device within, there were no visual anomalies noted to device. A functional inspection could not be performed as the guidewire was stuck inside the balloon catheter, the balloon was flushed using the accessories returned with the device and soaked in warm water, the devices could not be separated. During the attempt to flush it was noted that the balloon did partially inflate, no leak or hole was noted and there was no trace of blood present as indicated in the event description. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. The device was returned for analysis with the synchro guidewire stuck in the balloon catheter and the flush accessories attached which could not be removed despite soaking in warm water most likely due to crystalized procedural fluids. An attempt was made to flush the balloon catheter with the attached syringe and the balloon partially inflated, no leak or hole was noted and there was no trace of blood present as indicated in the event description. The reported ¿balloon has hole/perforation during use¿ and ¿balloon failed to inflate¿ were not confirmed during analysis as there was no hole/perforation found in the balloon and the balloon partially inflated. The as analyzed ¿balloon difficult to inflate' will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during unruptured acom procedure, the balloon (subject device) didn't dilate inside the patient's body and when removed and dilate outside the body, the balloon (subject device) was filled with blood. No clinical consequences were reported to the patient due to this event.